Event description:
It was reported that during an attempted implant, the physician noted that it was impossible to extend the helix and fixate the lead into the right ventricle (rv). The physician attempted to rotate the lead over 50 turns, but to no avail. The physician elected to remove the rv lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.